Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their sensors. The customer states the sensor does not read their blood glucose levels. The customer states they had been running high in the 400mg/dl range. The customer states they received sensor readings. The customer was advised the reason the device delayed to read levels was due to the high blood glucose level. The customer was advised not to calibrate with high level. The customer declined to troubleshoot for the high blood glucose. The customer's blood glucose level had dropped to 382mg/dl.